Manufacturer narrative:
The device was not returned to any olympus repair site. According to the information provided by olympus trading (B)(4) limited, the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) reported that the endoscopic image was not displayed. The device was used in combination with a standard set. This device is an olympus asset and there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus china sales & marketing (ocsm). Ocsm checked the device and found that the endoscope image was not displayed due to the failure of the converter unit. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). Only about two years have passed since the device was manufactured. According to the manufacturing record, there was no abnormality in the device at the time of shipment, so the converter may have accidentally failed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.